Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion will be made available following an engineering evaluation.

Event description:
It was reported that "after the primary surgery, the rod breakage was confirmed."

Manufacturer narrative:
Method: device history review, risk assessment. Results: the customer event of a xia 3 titanium rod fracture was confirmed via visual inspection of the returned device. The IFU states that the implant can break or become damaged as a result of strenuous activity or trauma, and that the device may need to be replaced in the future. It also states that the stresses and strains on the implants may cause metal fatigue or fracture or deformation of the implants, before the bone graft has become completely consolidated. The extended period of time between surgeries (~ 18 months) and the event suggests that fusion of the spine may not have occurred and as a result the construct was left to support the entire weight of the spine, which may have led to a possible breakage. Conclusion: the root cause of the failure is likely a fatigue fracture due to prolonged implantation within the body with a possible lack of fusion contributing to the event.

Event description:
It was reported that "after the primary surgery, the rod breakage was confirmed."